Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist vessel sealer instrument involved with this complaint and completed failure analysis investigation. Evaluation confirmed that the instrument blade was dislodged and the system error logs indicated that the instrument functioned properly during the procedure, however blade dislodgment errors were logged. No damage to the instrument knife cable or to the blade were found however heavy bio debris was observed at the endowrist vessel sealer instrument tip and wrist assembly. The instrument was placed on da vinci in-house test system and passed the self-check and the performed cut test successfully. No other damage was found. Based on the information provided, this complaint is being reported due to the following conclusion: the endowrist vessel sealer instrument blade became dislodged and the grips became stuck on the patient's tissue and would not open. The patient experienced minor bleeding which was controlled by converting to traditional open surgical techniques and using a prolonged stitch. No further patient harm, adverse outcome, or injury was reported.

Event description:
It was reported that during a da vinci assisted low anterior resection procedure, while the endowrist vessel sealer instrument was gripped on mesentery tissue, the blade was dislodge and the instrument's grips would not open. The operating room staff attempted to use the instrument release button but reported that it would not work. The instrument was removed from the patient side manipulator (psm) arm using the instrument release levers, at which time the instrument grips opened slightly allowing the patient's tissue to be released. On april 07, 2016, intuitive surgical inc., (isi) obtained additional information from the site's nurse technician whom was present during the surgical procedure. The nurse indicated the surgeon was using the endowrist vessel sealer instrument to dissect the patient's mesenteric tissue near the sacral promontory area when the instrument blade was dislodge and the grips became stuck while grasping tissue. The surgical staff attempted to release the endowrist vessel sealer instrument using the instrument release button but it appeared to be locked. She stated she pressed on the instrument's release levers and she was able to open the grip jaws enough to release the mesentery tissue. Once the patient's tissue was released, the endowrist vessel sealer instrument was removed. It was reported that the patient experienced approximately 300-400cc of blood loss and the surgeon decided to convert to traditional surgical techniques to control the bleeding and complete the planned procedure. The bleeding was controlled by using a prolonged stitch, no blood transfusion or further intervention was required. The procedure was completed with no further incidents.